Manufacturer narrative:
.

Event description:
The customer reported a speaker malfunction inop and a loss of sound. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported